Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, of an alert that the transmitter does not work. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed. A review of the shared data log confirmed the reported event of alert that the transmitter does not work. A root cause could not be determined.